Event description:
Vague report received from account stating the unit shuts itself off intermittently. It is not known if this was found during testing or pt use or if the unit alarmed. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.